Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. During an field service engineer onsite visit nearly one month after the reporting event occurred the field service engineer replaced as a precaution the parts. Field service engineer performed system verification as per service installation record. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment day. Review of the logfiles for the treatment day shows no warning or error messages. The system was working within specification. The replaced parts are expected to be returned to company for evaluation but has not been returned. Videos provided by the customer and attached to the complaint couldn't confirm the reported event as no residual particles on the patient eye is visible. Without the replaced part no deeper root cause analysis is possible. Root cause could not be determined conclusively. Most possible root cause is a damaged tube, which may have prevented the laser's exhaust system from functioning properly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reports that residual particles, dust remain on the eye during laser emission it could be due to dirty filter of plume evacuator or dirty evacuation path or evacuation tubing problem or unstable vacuum level in the unknown eye during refractive surgery. The surgery completed on same day, no unplanned medical or surgical intervention at time of event. The patient¿s eyes were not affected, was successfully treated in a different room and with a different microscope, by performing flap irrigation, without causing any complications.